Manufacturer narrative:
The device was discarded and will not be returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after the delivery catheter system (dcs) crossed the native valve, a decrease in blood pressure was noted. Valve deployment was attempted but when the patient's condition did not improve, a decision was made to recapture the valve. The valve was withdrawn from the patient and cardiopulmonary bypass (cpb) was initiated. Ischemia and pulmonary edema were reported. Balloon aortic valvuloplasty (bav) was performed and a second transcatheter bioprosthetic valve was successfully implanted. Cpb was discontinued following the procedure and the patient is reported to be recovering well. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.